Event description:
We purchased 120 stryker intouch critical care beds. Since that time there have been 117 occurrences where the beds have malfunctioned. The issues that arose with the beds is that once moved to a certain position they would become stuck and unable to move out of that position. Per stryker, the bed sensors were failing due to the areas of static electricity in the halls of the hospital. The static was "frying" the sensors on the bed making them unable to be repositioned. The warranty on the beds has been extended. Meeting with stryker's account manager within the next month to discuss the plan.